Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the low transmitter battery screen. Customer¿s blood glucose level was 67 mg/dl. Reportedly, a pump reset was performed to address the issue and customer continued to use the pump for insulin therapy.